Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed eccentric de novo lesion was located in a severely calcified and severely tortuous left anterior descending artery which contained a bend of greater than 45 degrees. The physician attempted to direct stent the lesion with a taxus liberte' 2.5x20mm drug eluting stent but could not cross the lesion. When the device was being withdrawn from the lesion, the stent dislodged. The balloon on the stent delivery system was advanced through the dislodged stent and partially inflated in order to capture the stent. The stent was then pulled into the guide catheter and all devices were removed together. The procedure was completed with a different device. No further patient injuries or complications occurred. Patient status is satisfactory.